Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers pump depleted due to not charging the battery and the pump subsequently shut off. Customers friend called emergency services and the customer was transported to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 600 mg/dl on (B)(6) 2023. Reportedly, the customer attempted to self treat with a bolus via pump, but was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2023 with issue resolved and no permanent damage.